Event description:
Caller reported a malfunction on the pump while it was in the process of updating. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump with assistance from technical support but was unable to do so. Technical support instructed the customer to fully deplete the battery before returning the pump due to a button and charging issue. A replacement pump was sent, and the customer was advised on the steps to take upon receiving the replacement. The customer was also instructed to return the defective pump using the provided pre-paid ups label.